Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. Customer states that a piece of plastic fell off the rim of the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.